Event description:
It was reported that the patient's (pt) control equipment was not working right because an uninvited guest had been playing with it. Pt said, before calling they had been trying to tap in the number for the communicator. During troubleshooting: pt reported seeing: set up links to use your dbs therapy place communicator over the ins and press start, confirm their ins serial number and tap done. Pt was successful to connect to their ins. Pt then reported: seems like after they increase it goes back to the lower setting and they do not use their equipment to connect and reduce the number or change the group, they do not know how the number could change. During troubleshooting pt reported their equipment showed: therapy on/ group c at 295. Pt said they think the doctor wants them at 320. Pt increased to 300 during the call and reported feeling tingling in their fingers like they normally do when they increase stim but that feeling normally goes away. Reviewed information about allowing the equipment to go into standby or power down when done using it and we do not expect stim to decrease on its own but they can check later on to ensure the numbers are where they expect them and they should report this issue to their doctor to possibly have the system checked in person. Pt said they have an appointment on thursday. Pt will monitor and report the issue to their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the communicator was not making a connection to the handset. The patient repeated information regarding how the equipment was not working correctly when they previously called, but the issue was resolved at that point. During the call, the patient was seeing the 'connection not found - communicator' error message in the dbs therapy app. The patient confirmed the communicator was powered on and near the handset. Agent had the patient press 'retry,' but it brought them back out to the 'connect' screen of the dbs therapy app. Agent had the patient press 'connect,' but they continued to get the 'connection not found - communicator' error message. Agent had the patient reset the communicator, and the issue was resolved. The patient confirmed they could see therapy status (therapy was on) and therapy details. At the end of the call, the patient mentioned that they got a notification that indicated 'upper limit reached.' Agent reviewed meaning of message and redirected patient to their managing hcp for further discussion. The patient stated that they have an appointment with their hcp next week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.